Event description:
Complainant alleged that the medics were attempting to monitor a male pt (age unk) who was being treated for heat exhaustion. The complainant reported that the device screen displayed only a green dot upon power up and that there were no voice prompts from the unit. The medics were able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.